Event description:
Boston scientific received info that the tip of the electrode for this subcutaneous implantable cardioverter defibrillator (s-ICD) system eroded through the skin and approx two centimeters was exposed. Post-implant x-rays were reviewed and the electrode may not have been as deep to the fascia as would be preferred. The electrode had been sutured at the tip, however, the suture appeared to have broken. The system was extracted. No add'l adverse pt effects.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.